Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use, as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the proximal right coronary artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 2.5 x 18 mm xience v stent was deployed in the lesion at 16 atmospheres; however, a distal edge dissection was observed. A 2.5 x 12 mm xience v stent was implanted to treat the dissection successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.